Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. No parts returned for analysis

Event description:
A site representative reported that, while in a spinal procedure, 3d mode was disabled on the imaging system and navigation was not ready. The site received this message on the mobile view station (mvs) when attempting to take a 3d spin. The site rebooted the imaging system 3 times before it would spin. It was reported that replacing the navigation system computer resolved the issue and the images transferred successfully. There was no impact on patient outcome. No additional information was available.

Manufacturer narrative:
Correction: based on information provided in the second MDR filing (first follow-up report), the patient ID and patient gender have been included respectively.

Manufacturer narrative:
Additional information: there was a reported delay to the procedure of thirty minutes due to this issue. Patient ID and gender provided.